Event description:
Additional information received: a. Were there any fragments generated? If yes, were all the pieces retrieved? The small broken piece was thrown away by the surgical staff, the rest of the articulating surface is being returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 1 peg of the dome patella broke into two pieces during the cleaning process. The event did not happen in surgery.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that 1 peg of the dome patella broke off in cleaning process. The event did not happen in surgery. The product returned to depuy synthes for evaluation. Visual inspection of the returned device found that one post was broken from the attune medial dome pat trl35mm; the broken fragment was not returned for evaluation. Additionally, the device exhibits an overall worn appearance consistent with normal and constant usage. The breakage is consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. With the available data and understanding of the surgical process, no corrective and/or preventative action is recommended. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device [product code. 254501027 / lot. Mvmbhw760] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the attune medial dome pat trl35mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4) pcs. 2) date of manufacture: may 21st 2013. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: none. 5) IFU reference: IFU-0902-00-836. Device history review: a manufacturing record evaluation was performed for the finished device [product code. 254501027 / lot. Mvmbhw760] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.